Manufacturer narrative:
The patient demographics of date of birth and weight were not provided by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. While on site the fse noted micro bubbles in the dispense probe lines. The fse replaced the seal and o-ring and primed the instrument and noted no more bubbles. After the repairs were complete, all verification testing passed within published instrument and assay performance specifications. In conclusion, the cause of the non-reproducible access accutni+3 results was a hardware malfunction of the seal and/or o-ring. (B)(4). All mdrs associated with this report: 2122870-2016-00118; 2122870-2016-00119.

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results involving the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) for three (3) patients. This report addresses the elevated access accutni+3 results generated on (B)(6) 2016 for one (1) patient. An elevated access accutni+3 sample for a third patient (designated as patient three (3)) met customer established reflex conditions of greater than 0.04 ng/ml and was repeated on same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and a higher result, above the assay's normal reference range, was obtained. The sample was repeated in duplicate on the laboratory's alternate access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and lower, but still elevated results, above the assay's normal reference range, were obtained. There was no change or impact to patient care or treatment which occurred in association with the non-reproducible access accutni+3 results. Mdr2122870-2016-00118 addresses the elevated access accutni+3 results generated on (B)(6) 2016 for two (2) patients. System check and precision run parameters were not performing within assay and instrument specifications at the time of the event. The patient's sample was collected in a lithium heparin non-gel plasma tube and was centrifuged for eight (8) minutes at 4000 rpm (revolutions per minute). No issues with sample integrity were noted by the customer. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess instrument performance.